Event description:
It was reported that the device was exhibiting premature battery depletion. One year ago, the battery longevity was showing 13.5 years remaining. During a recent device check, the battery longevity was showing 5.5 years remaining. The lead measurements are stable; however the battery detail shows the power consumption to be 171%, and using 73 microwatts. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion, and that the power consumption is increasing in a gradual fashion. It was recommended to either have the device replaced, or to have the device reevaluated in 90 days time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that the device was exhibiting premature battery depletion. One year ago, the battery longevity was showing 13.5 years remaining. During a recent device check, the battery longevity was showing 5.5 years remaining. The lead measurements are stable; however the battery detail shows the power consumption to be 171%, and using 73 microwatts. A save to disk was sent to technical services with data files for engineering analysis. Technical services was able to confirm premature battery depletion, and that the power consumption is increasing in a gradual fashion. It was recommended to either re-evaluate the device within 90 days time, or to have the device replaced. No adverse effects to the patient were reported.